Manufacturer narrative:
The device was received in with scratches noted on the exterior housing. Testing of the unit confirmed the reported issue of the alarm not sending a signal to the nurse call station due to a faulty nurse call relay. The cause for the defect is likely due to normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm is not sending a signal to the nurses station. Troubleshooting confirmed the customer had tried another cable but the problem persisted. Customer confirmed the cable connected securely and there were no noticeable damages to the nurse call receptacle. The date the issue was discovered is unknown and no patient incident or injury was reported.